Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to dislodgement of the left ventricular lead. The lead also had high threshold. It was also reported that the device had premature battery depletion. The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.